Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 3 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as "low pressure, close to get a diabetic coma", and a loss of consciousness and was seen at a hospital where he was "stabilized" with "standard shots of glucose". Customer remained hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.